Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose of 668 mg/dl, rapid breathing, nausea, large ketones, and friuty breath. The reporter alleged that a loss of prime issue had occured 3 or more times. Customer support found that the patient was not completing the rewind, load, and prime steps after cartridge changes. Treatment included IV fluids and the patient has resumed therapy on the same pump. Customer support attributed the excursion to training misuse factors.